Event description:
A customer contacted beckman coulter (bec) reporting intermittent white blood count (wbc) cellular interference flagging on patient samples generated on the coulter lh 750 hematology analyzer. A bec field service engineer (fse) was dispatched to evaluate the instrument and located three (3) small leaks. The fse indicated that two (2) leaks were pressure, and the third only consisted of a few drops of fluid. The leaks were contained within the instrument. All flagged samples were rerun and reported from a different analyzer and the results correlated without flagging. The fse was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were reported out of the laboratory in connection to this event.

Manufacturer narrative:
The fse repaired pressure leak at valve (vl107a), repaired diluent leak at upper sheath restrictor, and at bottom of flow cell. The fse also repaired a small pressure leak at 30 psi transducer which was causing excessive pressure to be applied to lines in system. The fse also performed chemistry balance of differential pumps to resolve the issue with poor differentials and excessive flagging. The fse then adjusted the mean cell volumes (mcv) down for better results on quality control (qc) and patient results, and advised the customer to confirm calibration. Failure mode of the leak is related to vl107a, the 30psi transducer, and upper sheath flow restrictor. The cellular interference flags alerted the customer to an instrument issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).